Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump is trying to over deliver insulin because he is below his blood glucose target, and the pump was suggesting to lower his bolus by 0.1. The customer¿s blood glucose level was unknown at the time of the incident. According to the customer, the bolus wizard suggests he needs 5 units of insulin, but there's 2.5 units of active insulin in him and it's not being accounted for by the bolus wizard. Troubleshooting was not completed as the customer declined. The customer advised that they would talk to their health care professional to confirm his settings. The insulin pump will not be returned for analysis.